Event description:
The customer reported via phone call that the insulin pump alarmed button error and was not working. The customer's blood glucose was unknown. While troubleshooting, the customer stated that he was in the shower when the alarm occurred, but the insulin pump was not on him. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.